Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the cycler displayed a scale reading message and a drain line is blocked message during a treatment. The nurse stated that the cycler also had fluid leaking inside the cassette door during treatment. The patient did not have fibrin. The patient is going to complete treatment with manuals. The nurse reported that the patient's effluent was clear and no fibrin was present. The patient was prescribed prophylactic antibiotics for the issue: vancomyacin and gentamicin. The cycler was replaced and the new cycler is working properly. The patient is successfully completing treatments. The patient's date of birth is (B)(6) 1951. The patient's dry weight is 90 kilograms.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation

Event description:
A peritoneal dialysis patient's nurse reported that the cycler displayed a scale reading message and a drain line is blocked message during a treatment. The nurse stated that the cycler also had fluid leaking inside the cassette door during treatment. The patient did not have fibrin. The patient is going to complete treatment with manuals. The nurse reported that the patient's effluent was clear and no fibrin was present. The patient was prescribed prophylactic antibiotics for the issue: vancomycin and gentamicin. The cycler was replaced and the new cycler is working properly. The patient is successfully completing treatments. The patient's date of birth is (B)(6). The patient's dry weight is (B)(6).